Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have defective capacitor. A secondary issue was found the meter also had a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8am. The cca was advised the patient manages her diabetes with metformin pills (500mg 1x a day). The patient skipped her usual dose of medication. About 30 minutes after the start of the alleged issue, the reporter claimed the patient felt symptoms of weak, dizzy, shaky and nausea. By 10am that morning, the patient was advised by her health care professional (hcp) to drink juice as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because a reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.